Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a letter asking her to call and follow up on an incident in which she experienced diabetic ketoacidosis while wearing her previous insulin pump. The patient's blood glucose at the time of incident is unknown. The customer was not hospitalized either, and she declined troubleshooting for the high blood glucose level. The customer confirmed that she has not been having issues with the replacement pump she received. No products were shipped or returned.